Manufacturer narrative:
This report is being supplemented to provide additional information based the results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: dec 1, 2023. Sampling from: all channels. Colony forming unit (cfu): 1 cfu. Bacterial identification: bacillaceae. The returned device was evaluated and the following defects were noted during the evaluation: the charged coupled device cover lens was scratched, the distal end cover was scratched, the bending section glue had separated, the connecting tube had shakiness, the connecting tube had a wrinkle, the mouthpiece was damaged, the plug unit housing was damaged, and the air/water separator was defective. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope operative channel tested positive for >100 colony forming units (cfus) of providencia rettgeri. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. However, the customer confirmed the device was last reprocessed on november 17, 2023. The last sample was taken on november 16, 2023, after storage. The device was reprocessed once before sampling. After confirming positive microbiological test results, the device was quarantined. The device was stored in the plasma typhoon.  Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.